Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power. It was also reported that the battery compartment was cracked, the top of the battery cap was worn, and the metal contacts of the battery cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: a review of the pump black box data revealed a pump reboot associated with a cs 052 call service alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap threads were also stripped, and the cap became stuck to the pump when removal was attempted. A test cap secured properly to the pump to maintain power and complete testing. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated power interruptions. The complaint of a power issue was not duplicated; however, casing damage was observed.